Event description:
It was reported that, while a patient was in the operating room, the surgical blood administration set had disconnected. The disconnection occurred between the tubing and the pump pressure chamber. This malfunction occurred during infusion. The separation of the tubing from the chamber resulted in an unknown amount of blood to be spilled. However, there was no adverse event associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Evaluation summary: the sample was received for evaluation. During visual inspection the tube was identified to be disconnected from the hand pump (upper part of the hand pump). However, the cause could not be identified. Twenty-six companion samples were also returned. However, these samples were found to be within specification. If additional relevant information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.